Event description:
It was reported that a patient died coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was broad myocardial infarction. The patient died during reanimation for to the event. It was not reported whether the patient was hospitalized prior to death. Capd therapy was ongoing until the time of death. It was unknown whether the patient experienced peritonitis prior to death. It was not reported whether an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.